Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal saline 600 mg/ml at 50 mg/day via an implantable pump for non-malignant pain. The hcp reported that the patient went in for a refill today and the physician filled her pump with saline because changing drug concentration and would be filled tomorrow, but did not want to wait because he thought the pump ran dry. Per hcp, the physician then filled the patient, with saline and did not do a bridge. Technical services calculated that flow rate slowed down by a factor of 3 so patient was not getting overdosed. The hcp then stated physician ordered fentanyl 700mcg/ml (which was a different concentration) and wanted patient at previous dose. The hcp stated patient had personal therapy manager (ptm) and was not sure if/how many boluses patient was using, or the time she would get to his house for the fill. The hcp stated she was sure the physician would not have patient come back for system contents removal and wanted to know how to proceed.